Event description:
It was reported that there was a pinhole on tubing. There were no patient complications reported.

Manufacturer narrative:
Customer report of "a pinhole on tubing" was not confirmed. Received (1) single disposable pressure transducer - vamp plus kit. Leakage was found at tubing to the proximal sample site solvent bond joint. Pressure tubing was almost completely broken at the bond joint and caused the leakage. Cross surfaces of broken tubing were rough and uneven. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.